Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: e-100 generator recoverable error "instrument high initial starting impedance."

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) failed to completely seal a blood vessel, leading to approximately 1 liter of unexpected blood loss. The vse was not inspected prior to use, but it operated without errors for at least an hour before the issue arose. Audible signals, including fast tones, indicated the completion of the sealing process. Tissue effect was observed. Despite this, the vessel was not effectively sealed, and the surgeon had to reseal it to stop the bleeding. The target vessel may have exceeded 7mm in size and was free of calcifications. There is no information on prior radiation or chemotherapy exposure to the tissue. The tissue was not under tension, and the jaws did not contact any metal objects or become contaminated during the sealing cycle. The surgeon suspects the vessel may have required multiple sealing cycles or was not fully engaged initially. The procedure was completed robotically.